Manufacturer narrative:
Product ID: 3998, lot# j0455331v, implanted: (B)(6) 2005, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation. It was reported that the patient was not feeling stimulation, and patient's pain returned as well. It was stated that this started 3 days prior to the report and there were no falls or trauma associated with this event. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was stated that the stimulator was "completely dead."